Event description:
It was reported that the user experienced hypoglycemia prior to breakfast with a blood glucose of 58 mg/dl and asked whether a meal announcement should have been entered after treating and eating. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery to in-range glucose after oral carbohydrate treatment, with concurrent readings of 68 mg/dl on cgm and 73 mg/dl by fingerstick during the call, and no further assistance requested. Investigation included troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.